Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete evaluation could not be performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred during the drain phase on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they feel fine and needed assistance to clear the alarm. The hp stated it happened the previous night and they had purposefully bypassed a drain. The hp indicated they had drained and since had no symptoms. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.